Event description:
It was reported that the implanted device alerted due to the left ventricular (lv) automatic threshold being detected as greater than the programmed amplitude or suspended. The presenting electrogram demonstrated possible lv loss of capture. The physician was informed, and the patient was scheduled for reprogramming. The lv lead remains in service and no adverse patient effects were reported. It was additionally reported that the lv loss of capture was suspected to be due to dislodgement. The patient was seen in clinic at which time the lv threshold was 4.5 v at 0.4 ms with the patient feeling phrenic stimulation. The patient felt the phrenic stimulation with all vectors tested. The physician elected to deactivate the lv lead. At this time, no lead repositioning has been performed.